Event description:
A center director reported pt developed ingrowth of the left eye after a flap lift enhancement at twenty-one day lasik post-operative visit. Add'l info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).